Manufacturer narrative:
Hospitalization, major bleeding (post-perioperative): with a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. Based on the available information, no conclusion can be made regarding the root cause; however, clinical factors, patient comorbidities, coagulopathies, and pharmacological factors are known to potentially contribute to these types of events. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the us a patient a patient was hospitalized on (B)(6) 2015 for a "melena". The patient was on aspirin and warfarin at the time of event and received 3 units for prbc. The patient had a lower and upper gi scope and was discharged on (B)(6) 2015. No additional information available at this time.